Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID c315his02, lot# 0008877895; product ID 6232adj, lot# 46112017; product ID hls1007m, lot# q1234083. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed and there was high thresholds. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.